Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) and boom laser due to error 32101. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the acp for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32101 points to arm frl hit because of a high-side switch error on acp5. Error points to +5v to op laser.

Event description:
It was reported that prior to the start of a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the customer contacted the technical support engineer (tse) regarding error 32101. The tse reviewed the system logs and identified the error as being associated with the axes controller platform 5 (acp5). The customer performed a hard power cycle, but the error persisted. The tse advised that the acp5 board in the patient side cart (psc) would need to be replaced to resolve the issue. The customer then disabled cart drive and boom control to allow docking and proceeded with the procedure. The procedure was completed as planned with no reported injury.